Event description:
After appropriate positioning, a celect filter was advanced. This filter was unable to deploy. Several attempts at deployment did not release all of the times. The filter was removed and a tulip filter was reinserted without incident.